Manufacturer narrative:
Taper ii. (B)(4). The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. No additional info has been reported to allergan regarding the serial number or model number. Band slippage, pouch dilation, reflux and vomiting are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage, pouch dilation, reflux and vomit as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."

Event description:
The pt reported the explant of band system due to vomiting, reflux, and feeling a lack of restriction. Healthcare professional reported pt experienced loss of restriction due to band slippage resulting in pouch dilation. Symptoms of band slippage were first observed when pt reported feeling "typical symptoms of reflux." The lap-band system was explanted without replacement.